Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2012 and system diagnostic results revealed high impedance (impedance value "62" 10,000 ohms) and ifi - yes. No patient adverse events were reported. No known surgical interventions have occurred to date.

Event description:
Information was received that the patient¿s device was not able to be interrogated. A battery life calculation confirmed this was due to normal battery depletion. It was then stated that the patient had an x-ray and the radiologist noted they could see the lead fracture and that the lead is coiled behind the generator. The physician reported that her vns has been non working for years and she had a corpus callosotomy done years ago. Neurologist does not want replaced or removed. No additional or relevant information has been received to date.

Event description:
The patient is again likely referred for replacement for high impedance and battery depletion. No known surgical intervention has occurred to date.